Manufacturer narrative:
Product ID 8835, serial# unknown; product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Additional patient medications included oral oxycodone 0.5mg three times daily. The patient also currently had a personal therapy manager (ptm) that was to replace the oxycodone and was told by the healthcare provider (hcp) that he would get "100" from the bolus. Patient history included non-malignant pain and failed back syndrome. In 2010, the patient's pump was alarming or beeping. The patient heard the pump making a "beep beep beep" sound. The patient described the sound as 3 short beeps in rapid succession. The patient's wife had her head lying on the patient's chest that night and could hear the pump working. She then informed the patient the sound was coming from his body. The patient stated that he was due for a pump refill and thought this could have been the reason for the alarm but stated the pump had also used the drug quicker than is should have. The patient confirmed that there had been a discrepancy at pump refill where there was less drug in the reservoir than expected, but did not have details. The patient had gone on a scuba diving trip just prior to the event and was unaware of the depth limitation. The patient's healthcare provider (hcp) explained to the patient that this was the reason for the event and the hcp reviewed to the patient the labeling on the effects of pressure change on the pump. Due to the event the patient experienced feeling lightheaded while diving. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.